Manufacturer narrative:
(B)(4). As the customer has not released the product at this time, an analysis investigation could not be performed. In addition, the lot/batch was not provided; therefore, the manufacturing records could not be reviewed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. If further information or the device is received at a later date, the file will be updated accordingly.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that when the resident fired the stapler it did not form the staples. On the patient side, the middle portion of the staples were not ¿b¿ shaped. The surgeon over sewed the area then applied a second staple line using the same gun with a new cartridge. The same device was used to complete the procedure. There were no adverse consequences for the patient.